Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Additionally, it was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level was not impacted. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
(B)(4).